Manufacturer narrative:
Injector lot number search, cartridge lot number search, foam tip plunger lot number search. An injector lot number search was performed and one similar complaint was found. A cartridge lot number search was performed and no similar complaint was found. A foam tip plunger lot number search was performed and four similar complaints were found. Conclusions: based on the complaint history and the lot number searches, a specific root cause of the event could not be determined.

Event description:
The reporter stated the surgeon inserted an eyeonics lens and the haptics tore. The lens was removed with no pt injury. Another same type lens was implanted and the pt's current prognosis is good. The reporter stated it was the surgeon's opinion that the likely cause of the iol damage was due to the msi-tf injector and a loading error.